Event description:
The user facility reported their unit was leaking water onto the floor. The amount of water was approximately two gallons. The facility placed blankets on top of the water to contain the leak. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the water leak was due to a damaged clip on the s9 valve. The technician also found a steam leak at the union by the prv. The technician made the necessary repairs, performed a test cycle and confirmed the unit was operating to specification. The unit was manufactured in march of 1998 and is currently under steris service contract. The last pm was performed on (B)(6) 2013 at which time the unit was confirmed to be operating to specification.